Event description:
The mammogram for two patients had to be repeated due to image artifact. Upon further testing, it was determined the bella blankets did not cause the image artifact.

Event description:
Bella blankets may have caused image artifact and as a result the mammogram was repeated for two patients.